Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump error 53 or 4 were noted during testing; however, pump error 53 is found in the insulin pump history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose was 261 mg/dl. Customer was able to clear the alarm and received request to rewind insulin pump. Customer was not able to complete insulin pump rewind. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.